Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical use of the system was unknown. The customer reported that there were image processing issues. No further information regarding the issue has been provided. No service has been performed by philips since the customer asked to cancel the service and the issue got resolved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were image processing issues. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.